Event description:
Boston scientific received information that this patient had experienced a syncopal episode. The caller stated that they were seeing some strange rhythms on the monitor.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.